Event description:
The patient was implanted with a left ventricular assist device (lvad). An (B)(4) report was received by the manufacturer stating: "batteries died while pt slept, pump stopped for 6 hours" and "did not hear pump stop for 6 hours."

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. The user facility report was received from the (B)(6) registry.